Event description:
User stated that during catheter withdrawal from the endotracheal tube, the catheter disconnected from the control valve of the catheter. The catheter was manually retrieved from the endotracheal tube.